Event description:
In 2007, the pt underwent l3 through l5 decompressive laminectomy, posterior lateral mass fusion with bmp and autologous bone graft. Two drains were then placed, one #10 and one #15 blake drain in the lateral epidural gutters, brought out through a separate stab wound and secured with a 2-0 silk suture. The pt had undergone a recent non instrumented fusion and when the nurse attempted to remove his drain two day later, it was apparently fractured. The nurse had removed the sutures and withdrew the drain without resistance, however upon inspection the drain looked jagged. A radiograph confirmed a retain fragment. The pt returned to the operating room the same day and multiple attempts were made to directly withdraw this segment of drain via the left drain puncture hole. This was of no avail. The incision was extended only 2cm rostrally and with c-arm guidance were able to extract the drain. There was negligible blood loss of approx 15cc. Hemostasis was obtained with bipolar cautery. The wound was irrigated with peroxide and then closed with interrupted #0 vicryl in the muscle and fascia, #2-0. Vicryl in the subcu and skin staples. A sterile pressure dressing was applied. He tolerated the procedure well.